Manufacturer narrative:
The results of this investigation concluded there were tears in cusps 1 and 2, the stent base was ovalized, and all three stent posts were deformed. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 a 19mm trifecta valve was implanted in the supra-annular position. On (B)(6) 2015, the patient reported feeling unwell and an episode where the patient fell and was taken to the hospital where the diagnosis was worsening aortic regurgitation (ar) and heart failure. On (B)(6) 2015, the trifecta valve was explanted secondary to a high gradient in the presence of ar. Ex vivo, a tear was observed from the stentpost to the nadir of the right coronary cusp and the left coronary cusp appeared thin. No signs of pannus or endocarditis were observed. A 19mm, non-sjm tissue valve was implanted.